Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the end of the tip of a maryland bipolar forceps was broken. The staff removed the fragment with a suction container and confirmed by visual inspection. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the broken piece was found inside of the patient. The instrument was inspected prior to use and no damage was noted. There was no instrument functionality issue. The fragment falling into the patient was not a result of the instrument collision with any other instruments, instrument tip, or other hard material. Upon instrument removal, the tip of the instrument was straightened and no resistance, or damage to the cannula or the instrument was seen. The staff removed the fragment with a suction container and confirmed by visual inspection, hence, no additional surgical procedure was needed to retrieve the fragment post-operative x-ray or ultrasound was performed. The procedure was completed robotically. The patient did not return to the hospital due to experiencing any post-surgical complication related to the retaining of a foreign object. The instrument is not available for return to isi; however, the fragment will be returned.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken grip at the midpoint of the grip. A piece approximately 1.73mm x 3.2mm was found to be broken off. The broken piece was returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities.